Manufacturer narrative:
(B)(4).

Event description:
It was reported that non sustained right ventricular oversensing due to loss lv capture was observed via merlin.net transmission. Lv pacing lead impedance was noted to be high when performing exercise testing. The device was reprogrammed.